Event description:
The pump flipped and a catheter fracture was confirmed. The pt was having spasms as a result of the loss of therapy. Catheter revision surgery was performed on (B)(6)2010. During surgery, the spinal catheter segment was severed and replaced. The old portion was not removed, and remained in the intrathecal space. It was possible a bolus of medication was given to the pt intra-operatively. The lioresal concentration and dose delivered were reduced. The pt "coded" post-operatively on (B)(6)2010. The symptoms of the "code" event were that the pt's blood pressure dropped very low and the pt stopped breathing. The pt was intubated and put in the ICU. The pump infusion mode was stopped. On (B)(6)2010, the pt was alert and responding to hospital staff. The pt had fully recovered and was doing "fine". It was noted that the "code" event was thought to be heart related, and not related to the baclofen pump. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)